Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the rotations per minute (rpms) was below manufacturing specification. During repair, it was determined that the vanes were worn, causing the device to run below manufacturing specifications. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the rotations per minute (rpms) was below manufacturing specification. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.